Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call requesting assistance to upload to carelink. Customer indicated that their blood glucose was high but the level was unknown at the time of incident. Troubleshooting found that the drive support cap was flush to the bottom of the unit and not recessed into the unit. No further details given.